Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated.

Event description:
This is filed to report migration. It was reported on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. Two ntw clips were implanted, reducing mr to a grade of 1. Roughly two months post procedure, the patient returned to the hospital and echocardiography showed one of the implanted clips had less of a posterior leaflet insertion, causing mr to return to a grade of 4. It was noted the implanted clip remained stable on the leaflets. On (B)(6) 2023, an additional mitraclip procedure was performed. To stabilize the partially moved clip, an additional nt clip was implanted, reducing mr to a grade of 2. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information was received stating the patient return to the hospital due to shortness of breath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported dyspnea (no treatment) appears to be due to the recurrent mr. The reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr increasing to 4 appears due be due to the clip movement. The cause of the reported migration (partial clip movement) associated with the posterior leaflet having less insertion could not be determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.